Event description:
The customer reported to baxter (B)(4) a 2000ml pvc bag in which a leak occurred. According to the report, the bag was leaking near the injection port seal. The condition was identified prior to patient use; therefore, there was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(4) 2011. An actual sample was received for evaluation. A visual inspection of the sample revealed a leak near the injection port seal. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.